Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-lost sensor issue. The sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pairing failed between the sensor and the pump. The customer stated that the sensor was intentionally removed from the pump and bluetooth settings, believing it would help pair a new sensor, but pairing continued to fail. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-5120c1. Troubleshooting was performed. The customer confirmed that the battery had not been removed from the pump, and the sensor was intentionally unpaired in an attempt to resolve the issue. Several attempts to repair the sensor resulted in repeated ¿device not found¿ alerts, even after following the recommended steps and attempting to restart the pairing process. The customer was advised that a pump restart would be required but declined or was unable to continue troubleshooting. The reported event was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-5120c1.